Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a bio ID issue. A field service engineer replaced the bio ID, usb hub and reseated the usb cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe es system had a black screen that remained even after a reset. The customer reported that the user was not able to access any medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.